Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient had a return of pain and was hospitalized until (B)(6) 2018. It was requested to have a manufacturer representative (rep) check and reprogram the device. They were redirected to the patient's doctor to get an appointment scheduled with a rep. No further complications were reported or anticipated.